Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump had been returned to the distributer for replacement. No patient injury was reported.

Manufacturer narrative:
Other text: h6. Health effect, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. It has been determined that there is no issue with the device or the design. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in december of 2022 and there was no indication that this complaint was related to previous service of the device. If the device is later returned, the complaint will be reopened and an investigation will be completed.